Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample and no similar complaints have been received from other hospitals regarding this batch of products.since the defective sample is not returned, further test cannot be performed, so the root cause of this defect cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
N the morning of (B)(6) 2025, while an operating room nurse was inserting an IV catheter for patient the needle hub separated from the needle core during withdrawal. This left the needle core lodged in the patient's blood vessel. The nurse immediately called for assistance. A colleague used forceps to remove the needle core, replaced the catheter with a new one, and provided the patient with a thorough explanation and psychological reassurance.